Event description:
Deployed stapling device did not deploy across proximal right hilum. Immediately following firing of instrument across hilum bleeding was noted. Inspection of the stapler revealed that some staples did not deploy.